Event description:
The international customer reported the ventilator would function on backup battery power but would not power on using ac power and the ac mains led indicator was not lit. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service provider replaced the power supply to address the reported problem.